Manufacturer narrative:
(B)(4). Physio-control advised the customer that the device was no longer supported and advised the customer to permanently remove the device from service. The customer removed the device from service. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the service indicator is present and the screen is black. The device will not allow the user to enter service mode. There was no patient use associated with the reported event.